Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that this was the second occurrence of replace battery alert or replace battery now without a low battery warning. The customer¿s blood glucose was 8 mmol/liter at the time of incident. The customer was advice the insulin pump will need to be replaced. Advice they may continue to wear insulin pump until replacement arrives if they insert a new battery. The insulin pump will not be returned for analysis.